Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod after 2 hours. The pod adhesive did not stick well to the infusion site (arm), causing the cannula to dislodge. To treat the issue, a new pod was applied.